Event description:
It was reported by service report that the siderail was damaged. It was further reported that there was damage to the headboard and footboard. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result - timing link, headboard, and footboard; siderail.